Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1(initial reporter):(B)(6). Due to character limitation e1(ievent site phone number): (B)(6).

Event description:
It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had unspecified malfunction. There was no patient involvement.

Manufacturer narrative:
After further review, an final emdr for this complaint ((B)(4)) was incorrectly submitted. As the issue was cosmetic and did not affect the functioning of the iabp, making it non-reportable to the FDA.  As a result, emdr is not necessary.  Please cancel in your database.